Event description:
E-mail received from the sales rep. Informed that: "this complaint is regarding the 821731 eds 3 system stripping at the system stopcock when attached to a transducer. I need immediate replacement product for saturday delivery shipped to me to be dropped off at the hospital. I'm confirming their order history, but I believe 8 units have been affected due to their last shipment". On 12/29/2014 additional information please provide the following information regarding the subject complaint: were there any adverse consequences to the patient as a result of this issue? No. How is the patient condition? Na. Was the eds3 system replaced as a result of the reported difficulty? Yes. Did the issue cause any csf leakage? No. Was the surgery delayed for more than 30 minutes? Non surgery related occurred in ICU. Do you have the patient¿s information (initials, gender & d.o.b.)? No patient information. Do you have the surgeon¿s name? No surgeon info... On 1/6/2015 additional information explained that the event was based on a single event in which one unit was identified as having a loose connection at the system stopcock port when attached to a transducer. The drainage system remained attached to the catheter that was implanted and the transducer was secured with a zip tie. The customer then opened two additional boxes of the eds 3 821731 ( non-patient use) to determine if the ports were similar and if this was a defect and/or a product modification. After review the account determined that the port remained the same and that they would just need to modify their technique when they attach a transducer.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The customer reported the issue against one instrument, but then opened two additional instruments to determine is their issue was present in all of them. The three lot numbers the customer reviewed were provided; however, we are unable to determine which of these the initial complaint was reported against. A DHR review was performed for all three lots. The DHR review for crmb1h found (B)(4) noncomformances, the DHR review for crmckr and crmck2 found one nonconformance in each lot. These nonconformances were not related to the reported issue. The cause(s) of the difficulty reported by the customer could not be conclusively determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.